Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the atrial lead could not be inserted into the implantable cardioverter defibrillator header. The lead was not used.